Event description:
It was reported that during a coronary artery interventional stenting procedure the xience prime stent was deployed. There was resistance met with retraction of the xience prime stent delivery system from the pilot 50 guide wire and they became stuck. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The hi-torqe pilot is being filed under a separate manufacturing report number. Evaluation summary: the device was returned for evaluation. The resistance between the xience prime and a new guide wire was confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.